Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d9 (device available for eval), d10, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, health effect impact codes, investigation conclusions), h11 corrected fields: d8 (device serviced by third party), e3 a getinge field service engineer fse was dispatched to the site to evaluate the unit. Upon arrival, he examined the unit and confirmed the malfunction. Fse replaced the fill port and performed all functional and safety tests as per manufacturer specifications. The unit was handed to customer in working condition.

Event description:
It was reported by the customer that during routine check the cs300 intra aortic balloon pump (iabp) has a broken fill port connector. There was no patient involvement and no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump(iabp) machine is showing fill port broken. There was no patient harm or injury reported.